Event description:
It was reported that the user experienced dexcom g7 continuous glucose monitor disconnection from the ilet, after which customer care guided the user to toggle g6 and g7 settings to re-pair the cgm and advised a pairing period, leading to restoration of readings. Symptoms included absence of cgm alerts and unavailable glucose data during the disconnection. Outcomes included temporary loss of cgm data with resolution after re-pairing and no hospitalization.

Manufacturer narrative:
Investigation included technical troubleshooting with device setting adjustments and monitoring for signal restoration. Investigation of this case revealed that the cgm-to-ilet communication link had been interrupted and subsequently re-established after re-pairing. It was concluded that the event was due to a transient communication issue between the cgm and the ilet, resolved through re-pairing without further intervention.